Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was initially reported that the patient was having seizures back to pre-vns level. Patient's mother later clarified that the patient used to have less seizures, and now a year later they have increased. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
An implant card was later received noting that the patient had a prophylactic battery replacement. The explanted generator is not available for return to the manufacturer, indicating that it has likely been discarded. No other relevant information has been received to date.

Event description:
The patient's mother later reported that the patient has had 4 seizures so far this year. No other relevant information has been received to date.

Event description:
It was later reported by the patient's mother that the vns initially provided the patient seizure control in the first two years. The patient had around 2 seizures per year. Now, the patient has returned to his pre-vns seizure burden of around 14 seizures per year. The patient was most recently interrogated in turkey, as he studies abroad, and their impedance value was within normal limits.